Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the system froze before a cataract procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative reconfigured the basic input output system (bios) and re-installed the system application software to resolve the reported non-conformity. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the corruption of the system bios and the application software. However, how the system bios and application software became corrupted remains inconclusive. (B)(4).